Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately three (3) years, five (5) months, and nine (9) days post valve-in-valve transcatheter pulmonic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve implanted inside a 20 mm sapien 3 valve, the 23 mm sapien 3 ultra valve was explanted and replaced with a 25 mm surgical valve. Additional information was received from the field clinical specialist (fcs). Per the fcs, the patient was having shortness of breath and heart failure. It was indicated that the patient had pulmonary hypertension, which led to valve failure. The patient was also believed to have an underlying inflammatory disease, which was leading to valve failure. No additional information was provided.